Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented one day post procedure check up at hospital. Upon interrogation loss of capture was noted, a chest x-ray revealed that the right atrial lead was dislodged. The lead was repositioned successfully, the patient was stable and would be monitored.